Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 2 months due to pain and irritation.

Manufacturer narrative:
(B)(4) - initial report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient medical history, whether the patient followed correct post-op protocol, is it suspected that the irritation was caused by an infection, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is simiar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the reported event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 2 months due to pain and irritation.

Manufacturer narrative:
Per (B)(4) - final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient medical history, whether the patient followed correct post-op protocol, is it suspected that the irritation was caused by an infection, has been requested in order to progress with the investigation of this event. However, the reporter was not able to provide us these documents. The appropriate devices details have been provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. The devices were manufactured, packaged and sterilised according to specifications at the time of manufacture. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported event. No additional information has been provided. Based on this, no further investigation can be conducted, and the root cause of the pain / irritation could not be determined. Corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the reported event.